Event description:
It was reported that dislodgement was observed on the right atrial lead. The lead was explanted and replaced. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.